Event description:
It was reported that during a bph surgical procedure "fiber stopped working" at 50,442 joules and 11:00 minutes of usage. The fiber was exchanged and the case completed. Reportedly, total joules used 142,775 and 27:03 minutes of usage. Patient outcome: ¿no injury¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.